Event description:
Hospital personnel were attending to a pt in full cardiac arrest. During an attempt to shock the pt, the reporter stated the electrodes would not stay attached to the pt and the cable kept coming detached. The reporter verified the device did not transfer the energy to the pt, but did an internal dump of the stored energy. A back up unit was obtained and used to treat the pt. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assssment of the pt's viability and the availability of a back up device.